Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "surgeon inserted implant into patient disc space while tapping implant into place, the anchor c 7mm inserter tip snapped. Tip is in implant."